Event description:
The customer reported obtaining high patient results with f,h flags for ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided only the initial results for two (2) patients.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found air bubbles in the tubing and buffer solution improperly dispensing. The fse replaced the buffer valves to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed normal operation. A5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).